Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. Further tests showed that the speaker is defective. The root cause was determined to be an assembly error.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on the date of the report, she experienced a low blood glucose event and passed out. She did not contact a medical professional; she treated herself. When the receiver was tested the alert did not sound; it only vibrated. At the time of the call to dexcom technical support, the patient reported being in okay condition.